Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of general malaise and heart palpitations. The leadless implantable pulse generator (ipg) was reprogrammed and the issue resolved. The patient is a participant in the (B)(6) system (pms) clinical study. No further patient complications have been reported as a result of this event.